Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) no pre-dilatation. Stent: xience v (1009545-08, lot# 8062361), (1009545-18, lot#8052961), (1009545-08, lot#8062361), xience v 3x12 (unk part and lot). There was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported via a trial that approximately twenty three months post xience v stent placement, in the mid left anterior descending artery (mlad), the patient was found to have a positive functional stress test demonstrating myocardial ischemia. On (B)(6) 2010 the patient underwent coronary artery bypass graft for 90% in-stent restenois in the index target lesion. The patient condition resolved and the patient was discharged on (B)(6) 2010. Though requested, there was no additional information provided.